Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a distal biceps revision surgery. The patient originally was notified that the implant was out of radius and backed itself out which led to the reason for the second surgery. Per the arthrex representative in the case, the surgeon took x-rays and opened up the surgical site, but was unable to locate the screw to be removed. The surgeon could not visualize the screw or feel it. The screw was not removed from the patient and the surgical site was closed.